Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. No problems were detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the anatomy check, the probe was deep 4mm. The system had green registration, but the robotic reference frame was loose, so the site retook the snapshot, but the issue persist. The site retook fluoro images and re-registered the patient , but the issue still persist. The guidance system was aborted, and navigation was used to complete the procedure.